Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging the device stopped powering on/functioning. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and a black marking down the exterior of the rear panel. An unknown residue was observed on the top enclosure. A keratin-like substance was observed on the blower box. During the investigation of the humidifier, pil observed the flip lid was broken upon arrival, having a large crack across the top of it. Both seals on the humidifier were a yellowish color. A few unknown bright red flakes were observed throughout the enclosure. In the bottom enclosure, fiber-like contaminants were observed. In the bottom enclosure, an insect-like contaminant was laying on the bottom and found no evidence of foam degradation. The device's downloaded logs were reviewed by the manufacturer service centre. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation.